Manufacturer narrative:
Updated data: eval code method and eval code-result. Analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored, with evidence of blood contact; all leaflets were flexible, intact, and slightly wavy in the closed position. All commissures were intact. To simulate the event, the valve was submerged in cold saline for five minutes then loaded into a loading system. Upon loading, both paddles appeared seated within the delivery catheter system (dcs) spindle pockets. The capsule was advanced forward and covered the paddles and top portion of the outflow crown. The inflow cone was advanced to crimp the inflow portion of the valve and loading was completed. The valve was deployed in a warm saline bath (37.1°c) up to the point of no recapture and the valve appeared to deploy uniformly. The valve was fully deployed and observed to have deployed evenly. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that during initial deployment of the valve, under-expansion was observed. Incomplete valve expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve p ositioning). In this case, the under-expansion was reported to be due to heavy native leaflet calcification. Based on the observations gathered from the product analysis, the reported under-expansion of the valve was not confirmed. There is no indication of a potential manufacturing issue, device misuse, or a quality deficiency. Hypotension, with the inability to obtain a blood pressure, was also reported. The hypotension may have been related to the incomplete expansion of the valve if the leaflets were unable to be fully exposed and functioning. Per the device instructions for use (IFU), ¿shortly after annular contact, the blood pressure will be reduced until approximately the 2/3 deployment point, when the bioprothesis leaflets are exposed and are functions.¿ however, a root cause of the hypotension could not be conclusively determined. In this event, the valve was recaptured and the dcs was withdrawn without difficulty. The physician did not attribute the patient death to the balloon aortic valvuloplasty or to the valve as there was no malfunction of the valve. Additionally, the physician reported that the death was due to the patient¿s disease process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was limited access. A cutdown subclavian approach was utilized. The delivery catheter system (dcs) was advanced and crossed the native valve without issue. During initial attempted deployment, underexpansion was observed with the valve due to heavy leaflet calcification. Hypotension, with the inability to obtain a blood pressure occurred. The valve was recaptured and the system was removed without difficulty. However, cardiopulmonary arrest occurred when the dcs system was removed. A balloon aortic valvuloplasty (bav) was then performed with a 20 millimeter non-medtronic balloon. However, the patient died. The physician reported the death was due the patient¿s disease process. There was ¿very heavy¿ native leaflet calcification but the valve area was 0.7cm. The physician did not attribute the death to the bav nor to the valve as there was no malfunction of the valve. An autopsy was not performed.